Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, the right ventricular (rv) lead was visually confirmed to have externalized conductors. As a result, there also were several episodes of post- paced t-wave oversensing noted on the rv lead. No intervention has been performed and the patient was in stable condition.